Manufacturer narrative:
The investigation for the reported aic - purge door won't close issues has been completed. The impella device has been returned for evaluation. Inspection on purge door found the purge door push button unable to bound back after being pushed. The jammed purge door push button was due to glucose residue build up around the button. After the residue was cleaned, the purge door push button could work as expected. The cause of the aic issue was contamination. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a jammed front door on the automatic impella controller (aic). The device was removed, and a loaner was shipped. No clinical details regarding resolution or patient involvement/condition were provided.